Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned for analysis. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm, zap tip and all primary coil section; moreover, the arm coil was also detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 30apr2025. It was reported that coil was unable to advance in the catheter. The target lesion was located in the left pulmonary artery. A non-bsc microcatheter and a 20mm x 50cm interlock was used for treatment. During the procedure, the coil was deployed using continuous saline flush. And was advanced through a non-bsc microcatheter. When the coil was advanced midway, it was noted that the coil became stuck in the catheter and could not be advanced further. The whole system was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed detached main coil.